Event description:
It was reported that the pump touchscreen was timing off sooner than expected. There was no reported impact to the customer's blood glucose level. The customer declined further assistance, and no additional information was received regarding the event.